Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 2oct2018. The product support engineer (pse) troubleshot the issue with the customer over the phone. The customer reported the mains light flashing and the device would not turn on. The pse advised the customer to replace the power management (pm) printed circuit board (pcb) the customer reported that the pm pcb was replaced. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported the ventilator was not working. It was reported that the event occurred during clinical use, however, there was no patient harm reported. The event date was not specified; estimate used.